Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # 209c32. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received partially fired 1/2. The device was tested for functionality in the straight position with the returned reload and test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A review of the device event log was conducted. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 209c32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). During a duodenal switch revision surgery with dr. (B)(6) at (B)(6) hospital, dr. (B)(6) fired the echelon 3000 with a white 60mm reload on bowel with the device locked on tissue and jaws completely closed. The doctor was continuously firing when the firing completely stopped. The surgeon tried to push the firing button two more times and there was no audible feedback that anything was occurring. The surgeon then pressed the anvil release button while simultaneously squeezing the closing trigger and the device would not open. I (claudia connolly) instructed the surgeon to press the home button on the echelon 3000, the knife did not reverse and the jaws were still locked. I then instructed the surgeon to remove the battery from the back of the stapler and place it back in, and still the knife did not reverse and the jaws were locked. I then instructed the surgeon to press the home button again and the knife reversed and the surgeon was able to press the anvil release button while simultaneously squeezing the closing trigger to open the jaws. The surgeon then requested for the stapler to be evaluated to try to understand what had occurred. A manufacturing record evaluation was performed for the finished ech60l with lot/batch number a9az3d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon was trying to fire the stapler on bowel, it partially fired and jaws would not open. It is unknown how the case was completed. There were no patient consequences reported.